Event description:
It was reported that the right ventricular (rv) lead had high impedances and noise. It was noted that lead fracture of the inner conductor was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, ICD, implanted: (B)(6) 2009. (B)(4).